Event description:
It was reported that during a laparoscopic unknown procedure, an error occurred frequently in the middle of the operation. The error code was unknown. Then, the blade was broken off outside the patient when the device was removed from the patient. No pieces fell into the patient.. Another device was used to complete the case. There were no adverse consequences to the patient. The device and the broken blade were discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.